Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer's blood glucose (bg) and ketone level were reported as "high" (values not provided); cause was not known. Customer went into diabetic ketoacidosis (dka). Paramedics were called. Customer was transported to the emergency room via ambulance and was admitted to the hospital. Healthcare provider identified ketones as dangerous. Customer was treated with intravenous saline and insulin, dextrose and antibiotics. High bg/dka were resolved. Customer was discharged on 5-22-2021 with no permanent injury. Customer did not identify any issues with the pump; however, customer declined tandem technical support's offer to review pump history or perform a pump system check.